Event description:
On (B)(6) 2023, rayner received notification from its new zealand representative of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye the healthcare professional observed a scratch/cut covering approximately 20% of the lens surface necessitating explantation of the iol from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the healthcare professional observed a cut/scratch covering approximately 20% of the lens surface. The rayone emv rao200e was explanted during the original surgery session and exchanged for a back-up lens without further complication and without injury to the patient. The device has not been returned to rayner, nor has any evidence showing the cut/scratch been received by rayner for evaluation. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv rao200e batch 043212246 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 043212246. From the limited information and evidence available, it is not possible to establish the cause of the damage to the lens immediately following implantation. Efforts are ongoing to obtain additional evidence and information to facilitate further investigation of the event.